Manufacturer narrative:
Per the clinic, the patient experienced poor device performance from activation with no clinical benefit and facial nerve stimulation. Clinical attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on february 13, 2026, and there are no plans to reimplant the patient with a new device as of the date of this report. Device analysis report attached.

Event description:
Per the clinic, the patient experienced poor device performance from activation with no clinical benefit. Subsequently, the device was explanted on (B)(6) 2026, and there are no plans to reimplant the patient with a new device as of the date of this report.